Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00955245 related to CAPA pr 564122. Continuation of d10: product ID: {d-evprop2329us}; product lot/serial number :{b)(6}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evprop2329us}; product lot/serial number {b)(6}; product type: {compression loading system (cls)}; implant date {na}; explant date {na}. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure a post balloon dilation was performed using a non-medtronic (true) balloon due to moderate paravalvular leak (pvl). An electrocardiogram (ECG) identified left bundle branch block (lbbb) during the procedure. Temporary pacing was required and the lbbb resolved. Following the implant of this transcatheter bioprosthetic valve (d496069), the 24hr ECG showed a sinus arrhythmia with occasional ventricular pace complexes, non-specific st and t wave abnormality. The occasional paced complexes originated from a temporary pacing wire. A permanent pacemaker was not required. No treatment reported. Post implant trace pvl was identified by echocardiography. No adverse patient effects were reported. Additional information indicated that following the valve implant procedure, the patient was confused and had altered mental status. Computed tomography (CT) showed left cerebellar and left caudate body hypodensities. Neurology was consulted and it was determined that the patient¿s presentation was consistent with metabolic encephalopathy given the acute kidney injury (aki) and recent blood loss. No acute intervention was required from stroke services as the national institutes of health stroke scale (nihss) score was 0. Speech and language pathology determined that the patient had mild cognitive deficits affecting memory and attention; however, it was considered within normal limits for the patient¿s advanced age. It was reported that the patient was likely at their baseline cognitive status. CT showed a left medial pelvis mass that was consistent with a hematoma. The hematoma measured 6.2 centimeters (cm) by 4 cm. Vascular was consulted and a pseudoaneurysm study was performed. The pseudoaneurysm study was negative. No other acute vascular issues were identified. An acute drop in hemoglobin (hb) was noted with no evidence in bleeding. The patient remained hemodynamically stable, and it was likely that the previous, potential bleed resolved on its own. Hb lowest level was 9.2 grams per deciliter (g/dl). Baseline hb was 14.0 g/dl. Per the physician, the aki, anemia, and hematoma were not related to the valve. The events were possibly or probably related to the valve implant procedure and required prolongation of hospitalization. No additional adverse patient effects were reported.